Manufacturer narrative:
According to the field, the ra lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was difficult to position as the helix would not extend properly. The ra lead had to be repositioned multiple times due to dislodgement and loss of capture. Ultimately the physician decided to removed and replace the ra lead prior to pocket closure and was never in service. No adverse patient effects were reported.